Event description:
Caller reported that the advantage system gave a blood glucose result of 89 mg/dl at 6:00 pm when the customer was symptomatic of hypoglycemia. Daughter called emts. Emt system result was 44 mg/dl at 6:10 pm. Emts treated customer. Treatment was unknown, but knows it was for blood sugar- doesn't know if it was oral or IV. Emts tested him on the way to the hospital, they got a reading of 100 at 7:00pm. Once he got to the hospital, blood sugar was taken and they got 109 at 7:20pm customer was not admitted to the hospital, he was there for a short period of time, time frame was not provided. Strips not available for return, replacement sent.

Manufacturer narrative:
Strips not available for return.